Event description:
Information was received indicating that a smiths cadd® extension set leaked near the filter. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd administration set was returned for investigation. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube. Leak testing on the sample was performed using a hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter. The reported product problem was confirmed.